Manufacturer narrative:
The results, method and conclusion codes along with the investigation results will be provided in the final report.

Event description:
It was reported that the patient experienced an end of service message. The patient may be awaiting surgical intervention to address the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Manufacturer narrative:
Correction h6 - method code should be 4114 instead of 4117. During processing of this incident, attempts were made to obtain complete patient information. Further information was requested but not received.

Event description:
Follow up information received that the patient underwent surgical intervention in which the ipg was explanted and replaced.